Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the mechanical issue was not confirmed. No product malfunction was identified with the any of the components that would affect the functionality of the system. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff component was visually inspected, microscopically examined, and tested for leaks. During the visual test, it was noted that the buttonhole was torn most likely during explant. The cuff passed leak test. Under the microscope, it was confirmed that the buttonhole was torn. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The pump component was visually, microscopically inspected and tested for leaks. During the visual test, it was observed that the krt (kink resistant tubing) was slightly worn and there was fm (foreign material) in the pump. The pump passed the leak test. Under the microscope it was confirmed that there was light wear on the krt and fm in the pump. A functional test was not performed due to the contaminate found within the pump. The balloon component was visually, microscopically inspected and tested for leaks. The balloon was also functionally tested. During the visual test, no abnormality was noted. The balloon passed the leak test. Under the microscope, the balloon was observed to be slightly worn and there was slight wear on the krt (kink resistant tubing). The functional test passed with a pressure of 66.6 cmh2o (centimeters of water). The specification of the functional test is 61-70 cmh2o. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event was not established; therefore, the conclusion code of no problem detected was chosen. The reported events could not be confirmed or substantiated through the product investigation.

Event description:
It was reported that the patient experienced an artificial urinary sphincter failure. It was reported that the patient had the artificial urinary sphincter replaced.

Event description:
It was reported that the patient experienced an artificial urinary sphincter failure.